Event description:
It was reported that the handpiece was getting hot during a surgical/medical procedure. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the rotor stuck in the driveshaft and the driveshaft sticking in the spindle housing. Those parts were repaired or replaced along with other components. Service did a clean, lube, and adjust to the device, and it was returned to the customer.